Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing of noise and sensing issues on the discrimination channel. Capture threshold increase was also noted. No intervention or patient consequences were reported.

Manufacturer narrative:
Correction: h6 component code previously reported as patient lead erroneously, now updated to reflect implantable cardioverter defibrillator (ICD).